Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding, hypertension, and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained data from 07nov2020 to 09nov2020. There were no atypical alarms, and the pump operated as intended at the set speed for the duration of the log file. No autopsy was performed, and the pump was not returned for evaluation. Bleeding and hypertension are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 13feb2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for increased lethargy, CT head showed right frontal lobe bleed. The patient's blood pressure was moderately hypertensive otherwise the vad parameters were stable. The submitted log file did not include any unusual events. It was later reported the patient passed away on (B)(6) 2020 due to fall/trauma that lead to a head bleed. The patient was not a surgical candidate and the patient's family decided to withdraw care. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.